Event description:
During a tonsil and adenoid case the surgeon reported the wire was no longer on the device tip. Doctor stated the wire began glowing red before he noticed wire disappear. The wire could not be found. An x-ray was done on the patient to make sure it was not in the patient and the x-ray did not indicate that the device was in the patient.

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
Product event (B)(4) investigation plan: visual inspection testing performed: device: plasma b lade tna product sku ps300-002e serial lot number: # (B)(4) mdt rga number: # 600323646-por expiration date: unknown. Quantity returned: 1 - device handle and 2 - adenoid tips) device and adenoid tips received in a (B)(6) mailer envelope. No bubble wrap or packing peanuts to fill the negative space. No original packaging included, unable to confirm product, lot numbers and expiration date. Device and adenoid tips single bagged inside a biohazard bag. Single handle received with two separate adenoid tips. Unable to determine the identity of the two adenoid tips, they have been labeled as adenoid tip # 1 and adenoid tip # 2 for traceability. Visual inspection: device handle appears used with blood on body, shaft and suction connector. Buttons have a normal tactile feel. Adenoid tip # 1: tip has been used, blood on electrode housing, finger grip and shaft. Electrode housing melted with eschar build up and the wire electrode is missing and detached from the housing. Adenoid tip # 2: tip has been used, blood on electrode housing, finger grip and shaft. Electrode housing melted with eschar build up and the wire electrode is missing and detached from the housing. Functional inspection: unable to perform functional testing due to the wire electrodes being detached and missing from the complaint device tips, adenoid tip # 1 and adenoid tip # 2. Investigation conclusion: the complaint that the adenoid wire was missing was confirmed. Without proper use, it is known that the tip housing can melt and the wire can break, resulting in failure of the device. This is a common failure due to misuse and has been further investigated and detailed in CAPA (B)(4). The plastic housing was melted and the electrode wire was missing for both adenoid tip # 1 and adenoid tip # 2. The adenoid tips showed wear and melt back on the plastic housing as well as the electrode wire was detached, broken, and missing from the housing. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip with the cleaning brush that is provided with the device. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. IFU: plasma blade tna: instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to use, inspect the peak plasma blade for any defect. Do not use if insulation or connectors are damaged. Using the adenoid tip: inspect the tip for damage. If the tip is damaged, do not use it. The adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. (B)(4).

Event description:
During a tonsil and adenoid case the surgeon reported the wire was no longer on the device tip. Doctor stated the wire began glowing red before he noticed wire disappear. The wire could not be found. An x-ray was done on the patient to make sure it was not in the patient and the x-ray did not indicate that the device was in the patient. Hospital unwilling to give patient information when asked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.